Event description:
It was reported to medtronic minimed that the customer experienced cracked on the battery compartment, pump error 24 (this alarm is generated when a power failure is detected) and belt clip damage. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Error table indicated that pump should be replaced due to recurrence of error or pump failed self test. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored and no critical pump error 24 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 01-feb-2025, these pump error(s)/alarm(s) were noted: pump error 24 alarm (filenumber 33 linenumber 2188) was found on: (B)(6) 2025 01:38:00.000, (B)(6) 2025 01:48:00.000, (B)(6) 2025 18:47:00.000, (B)(6) 2025 19:21:00.000, (B)(6) 2025 19:37:00.000. Pump error 24 alarm (filenumber 33 linenumber 2188) was confirmed according in the formatted history file, suspected on (B)(6). Insert battery alarm was found on: (B)(6) 2025 01:39:55.000 (B)(6) 2025 18:48:01.000 (B)(6) 2025 19:11:39.000 to 02/01/2025 19:37:15.000 pump error 23 alarm was found on: (B)(6) 2025 01:50:04.000 (B)(6) 2025 11:13:10.000 (B)(6) 2025 18:48:33.000 (B)(6) 2025 19:17:19.000, (B)(6) 2025 19:18:06.000 (B)(6) 2025 19:21:53.000, (B)(6) 2025 19:37:35.000 (B)(6) 2025 12:45:35.000 power loss alarm was found on: (B)(6) 2025 01:50:31.000 (B)(6) 2025 18:48:46.000 (B)(6) 2025 19:17:33.000 to (B)(6) 2025 19:37:56.000 failed battery alert/battery failed alarm was found on:8 (B)(6) 2025 11:12:23.000 pump error 68 alarm was found on: (B)(6) 2025 11:12:35.000 (B)(6) 2025 19:11:24.000 to (B)(6) 2025 19:16:36.000 pump error 49 alarm was found on: (B)(6) 2025 11:12:35.000 (B)(6) 2025 11:12:53.000 (B)(6) 2025 19:11:24.000 to (B)(6) 2025 19:16:49.000 insert battery alarm was expected since the battery was removed from the pump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm/power loss alarm were expected since the pump restarted due to pump error 24 alarm. Lostsensor1alert (780) was found on: (B)(6) 2025 01:35:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 07:44:20.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 290 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.24 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery side and belt clip rails of the pump during analysis. The pump passed all the required testing. However, critical pump error 24 alarm (filenumber 33 linenumber 2188) was confirmed according in the formatted history file, suspected on (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.